Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. It can be confirmed that the pellethane tubing of the paddle assembly was crumbling and separated, exposing internal wires and components. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
After the pfa procedure for atrial fibrillation was completed using non-abbott (boston scientific) devices, it was noted that the rubber coating on the advisor hd grid catheter was torn, and the wire core of the spline was exposed. Throughout the procedure, both pre-ablation and post-ablation mapping were completed with no issues. There was no resistance, tension, or maneuverability difficulties noted. The procedure was completed with no adverse consequences to the patient.